Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg), however, a specific value was not provided. Tandem technical support (cts) reviewed pump data logs and found the pump to be functioning as expected. Recommendation was made by cts for the customer to contact a healthcare provider regarding bg.